Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported a certas valve (ID 828800pl) was implanted on (b)(5)2024. Shortly after the implantation, the patient experienced multiple episodes of migraine (differing from her typical migraines), lethargy to the point of loss of cognition for up to 72 hours, and pulsating pain in the area of the shunt. These symptoms were consistent with the patient¿s past experiences of intermittent shunt failure.the patient had multiple visits to the emergency room and ultimately spent 19 days in neuro critical care. As a result, the valve was removed and replaced on (B)(6) 2025. The valve replacement initially resulted in the elimination of symptoms, and the patient reported feeling remarkably better following the surgery. However, some episodes have occurred since, and valve adjustments are still ongoing.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID 828800pl) was not returned for evaluation after three good faith attempts (gfes) were made and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.